Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation, however, the reported event cannot be confirmed or analyzed via laboratory testing. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the scs ipg site. Consequently, surgical intervention was taken and the patient's ipg was replaced and the implant site moved. The procedure was successfully completed and all was well postoperatively.